Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found b30 error occurred due to corrosion on plug unit, plug unit had corrosion due to water leakage, circuit board unit in scope connector had corrosion due to water leakage, water tightness was lost due to damage on camera head tube and adhesive on distal sheath had wear, connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope does not show image at all and exhibited an error e216 (scope communication error code) and error b30 (scope communication error code). It is unknown when this issue occurred; however, the device was replaced. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: d4 (unique identifier number). A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the events could not be determined. However, it is likely that the suggested events were due to conduction failure caused by fluid invasion on the subject device. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging and narrow band imaging endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.